Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis with subsequent pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and a cavogram was performed revealing the renal veins at the l1-l2 interspace. The filter was then advanced into the l2-l3 interspace and deployed in usual fashion. Completion cavogram demonstrated no evidence of extravasation and adequate infrarenal placement. Pressure was used to aid hemostasis and the patient was transferred to the recovery room in stable condition. Approximately six months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated no extravasation of contrast or intraluminal filling defects. The filter was noted to be tilted against the wall of the inferior vena cava. Multiple attempts to retrieve the filter were made with the retrieval device; however, the attempts were unsuccessful due to the adherence of the filter to the wall. A snare device was used but was unable to pass over the apex of the filter. The decision was made to leave the filter in place. Completion cavogram demonstrated no extravasation of contrast. Pressure was held to aid hemostasis and the patient was transferred to the recovery room in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post filter deployment, the patient presented for filter retrieval. The filter was noted to be tilted against the wall of the inferior vena cava. Multiple attempts to retrieve the filter were made with the retrieval device; however, the attempts were unsuccessful due to the adherence of the filter to the wall. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. The definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Precautions: procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis with subsequent pulmonary embolus had a vena cava filter successfully deployed. Approximately six months post filter deployment, during scheduled retrieval, an inferior vena cavogram demonstrated the filter to be tilted against the caval wall. Multiple attempts were made with multiple devices to remove the filter, however, the filter was unable to be retrieved. The decision was made to leave the filter in place. The patient was stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis with subsequent pulmonary embolus had a vena cava filter successfully deployed. Approximately six months post filter deployment, during scheduled retrieval, an inferior vena cavogram demonstrated the filter to be tilted against the caval wall. Multiple attempts were made with multiple devices to remove the filter, however, the filter was unable to be retrieved. The decision was made to leave the filter in place. The patient was stable at the conclusion of the procedure. No additional information was provided in the medical records received. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the device unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post filter deployment, the patient presented for filter retrieval. The filter was noted to be tilted against the wall of the inferior vena cava. Multiple attempts to retrieve the filter were made with the retrieval device; however, the attempts were unsuccessful due to the adherence of the filter to the wall. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter.it is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. The definitive root cause for the reported event is unknown. Labeling review: the current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b7,g4 h11: b3,b6,h6(method),h6(conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.